Event description:
It is reported that during a rotational atherectomy procedure, a vessel perforation occurred. The lesion was located in a calcified 90% de novo lad, with mild-moderate tortuosity. A 1.50mm rotalink plus was used, and full atherectomy performed without complications. While performing one more polishing run, a strange noise was heard from the rotablator. Upon fluoroscopy observation, it appeared that the burr and the wire were seen in the pericardial space. "The patient screamed in pain". Hemopericardium and tamponade were observed and CPR and pericardiocentesis were performed. Patient was taken to emergent surgery. Patient's status post operative: survived to hospital discharge. The patient was later readmitted with possible chf and sternal wound infection.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.